Event description:
It was reported that patient went to doctor's office for eight weeks follow up. Upon x-ray result doctor noticed that the glenosphere had separated from the baseplate. Doctor suggested revision surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Currently implanted.

Manufacturer narrative:
An event regarding a dissociated rsa glenosphere from a rsa baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned for inspection. Medical records received and evaluation: not performed as no patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because no patient medical records were provided and the devices were not returned for investigation.

Event description:
It was reported that patient went to doctor's office for eight weeks follow up. Upon x-ray result doctor noticed that the glenosphere had separated from the baseplate. Doctor suggested revision surgery.